Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the explanted device was discarded. They weighed (B)(6) at the time of the event.

Manufacturer narrative:
G4: correction in 3004209178-2020-13102. Correct date is 2020-09-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not been able to connect the ins recharger (insr) to the ins to charge for about a week. They confirmed seeing reposition antenna on the insr and poor communication on the patient programmer (pp). The patient reported that they do not use an antenna with the pp. The patient initially stated that it had been 2 weeks since the last successful recharge session, but then stated that it had probably been about a month since they last charged. Patient services reviewed the possibility of overdischarge. The patient was scheduled to see their healthcare provider (hcp) on june 25. They mentioned that they had only been to their hcp once since implant for initial programming. No symptoms were reported. No further complications were reported or anticipated. Additional information received from the patient indicated that they met with a manufacturing representative, and they rebooted the ins and restarted it, but it is still not holding a charge. The patient stated that they are supposed to get a new stimulator on (B)(6) 2020.